Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the clogging due to the chemical agent which had been used at the procedures such as the bio-compatible glue, the submucosal injection by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the instrument channel of the subject device was clogged. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and identified the reported phenomenon. The service department of oekg found that the chemical agent remained inside the instrument channel of the subject device. That chemical agent could not be cleaned and removed with the cleaning brush. There was no report of patient injury associated with this event.